Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three infusion sets kinked cannula events on (B)(6) 2025. The events were occurred after three or more hours of insertion. The infusion sets were used for less than one day. The insertion sites were the abdomen. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) device 2 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.